Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc blood leaked the patient was admitted to the hospital for ¿chronic viral hepatitis b¿ and was given intravenous fluids at 8:40 a.m. On (B)(6) 2024. The IV needle returned blood well after puncture, but after retracting the core, blood was found to be oozing from the stomach area of the IV needle, which posed a risk of infection if it continued to be used. In order to prevent infection, a new closed IV needle was given to re-puncture the vein and was used normally.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos show blood oozing from the end of the septum. 2. DHR/bhr review lot#4081458 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 3. Due to similar complaints received from other batch of products, the plant conducted the 800mm simulated clinical leakage test on the retained samples of this batch, and found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. The returned photos show blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.